Manufacturer narrative:
(B)(6). Occupation: procurement director. One cadd solis vip pump was received with no physical damage found. The event history log was reviewed and there was a "cassette not attached properly" alarm. A cassette was latched and the downstream occlusion (dso) sensor was checked. The reported issue was able to be duplicated. The "cassette sensor failed" is due to an electrical open on the dso sensor. There was no error code found in the software application or event history log. The issue was caused by an electrical open and the dso sensor was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump's cassette sensor failed. The pump showed an error code. There was no patient involvement as the issue was detected when the device was opened.